Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer talisman delivery system was chosen for a procedure. During the course of the procedure, it was observed that the tip of the dilator associated with the delivery system had split, which was noted in the context of vessel kinking in a patient with tortuous anatomy. The delivery system had contacted the guidewire prior to the observation of the split tip. Following this observation, the initial delivery system was discontinued, and a new 9f amplatzer talisman delivery system was utilized. The procedure was then successfully completed using the replacement system without clinically significant delay, and the patient remained hemodynamically stable throughout. The delivery sheath had been inspected prior to use with no noted damage, kinks, or obstructions, and the device did come into contact with the patient; however, no allegations were made against any abbott devices used in the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.